Event description:
Customer claims that during set-up, a spring contact is broken. The alarm has new batteries that are not mixed. The battery door is not damaged and it closes properly. The wires do not appear to be loosely connected. There was no patient contact reported. Evaluation for the returned product shows it powered on and the battery springs are bent.

Manufacturer narrative:
(B)(4), battery spring, bent. Evaluation results - evaluation for the returned product shows the unit powered up with a power supply. There is a bent battery spring that is making contact with the spring to the right of it, this may cause the product to not function correctly. After repair, the alarm passed all functions tested. Posey instructions for use warning: the posey keepsafe deluxe alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed. (B)(4).